Event description:
It was reported yesterday the elective replacement indicator (eri) message occurred twice on the implantable neurostimulator recharger (insr) during a recharge attempt. The patient heard the insr beep, left it alone for about 10 minutes, and then noted the eri message. A manufacturer representative and the patient confirmed there was no eri message today. The manufacturer representative read the implantable neurostimulator (ins) with a clinician programmer and no eri message appeared however the representative did note a position message but he did not recall the exact message. It was thought this was an isolated event and the trigger was unknown but it was noted a true eri would flag every day. It was noted the patient was getting good therapy and there were no interruptions.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-45, lot# va042kc, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# v711815, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# v976301, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# va00dgt, implanted: (B)(6) 2012, product type: lead. (B)(4).